Event description:
It was reported that a pump keypad has a 3rd soft key that is not functioning properly. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was received with the reported symptom of the 3rd soft key is not functioning properly. Evaluation found the unit in its received condition permitted power up, navigation, and pump run, however, has limited keypad operation due to intermittent keypad response of the 3rd soft key caused by a failed keypad. The remaining keys were tested and found to function correctly without any anomaly. The keypad was be replaced. Baxter has initiated a CAPA to further investigate the reported event.